Event description:
It was reported that the device entered backup mode with no high voltage therapy available following a magnetic resonance imaging (MRI) scan. The cause of the event was related to the device not being programmed into MRI mode prior to MRI exposure. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.